Manufacturer narrative:
The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
A. Patient information is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: during impella support, a controller error alarm was present on the console. The automated impella controller (aic) was exchanged appropriately and successfully in accordance with standard troubleshooting guidance. The reported events are controller failure, device revision or replacement, and hemodynamic instability. Although the case is coded as product malfunction, the device is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was resumed without any known adverse events.